Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and power source alerts occurred while charging. Subsequently, pump shutdown. After continued charging, battery was fully charged. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 84-91 mg/dl.